Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in spain underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient had candida infection in the stoma. The patient was treated with an unknown treatment and patient had an unknown concomitant treatment. On (B)(6) 2021 it was reported that the stoma had signs of infection, a culture was done and it was treated as candida. The patient had an unknown oral antibiotic treatment for 10 days. The stoma was very infected due to being covered and possibly due to colonization. The stoma was cleaned with soap and water, chlorhexidine and positon for 1 week, and the stoma was to be kept to the air with no gauze. On (B)(6) 2021 it was reported the stoma had improved a lot, no symptoms of infection, no discharge of purulent content, though not completely gone. The small granuloma has disappeared.